Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary a representative of (B)(4) informed cook on 26jul2023 of an incident involving a ncompass nitinol tipless stone extractor ((B)(4)) from lot # 15248038. It was reported that the yellow support sheath was broken before use on 25jul2023. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation : reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One ncompass nitinol tipless stone extractor was returned to cook for evaluation in the original package inside the marketing box. The visual exam notes the basket sheath is severed approximately 1 mm past the support sheath and approximately 2cm of coil is exposed. The coil is damaged in the exposed portion. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot two possible related non-conformances for ¿basket/grasper will not open/close¿ in which fourteen devices were scrapped. The non-conformance reports do not specify the cause for the failure of the devices to open/close. It could not be determined if the nonconformance's were related to the complaint device. All devices are inspected for damaged and tested for functionality during manufacturing and quality control checks. The devices from the lot that were shipped all passed the in-process inspection steps. The possibly related nonconformance's were not sufficient evidence to indicate a possible issue with other devices from the lot. A database search identified one other complaint reported for a related failure mode. Both devices were found to be damaged in the same locations. All devices are inspected for damaged and tested for functionality during manufacturing and quality control checks. The device from the lot that were shipped all passed the in-process inspection steps. The similar complaint was not sufficient evidence to indicate a possible issue with other devices from the lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the damage could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during testing of a 'ncompass nitinol tipless stone extractor', prior to an unspecified procedure, the user found that the yellow sheath near the handle was broken. The device did not making patient contact. The user changed to a new 'ncompass nitinol tipless stone extractor' to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(6). E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.